Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a stent placement procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, the outer catheter of the device broke. The nurse began to deploy the device and the outer catheter pulled back without deploying the stent. The catheter break was not a complete break. The break was not external to the patient. The components did not detach inside the patient. No intervention was required to remove the broken catheter. The procedure was completed with another wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. Disposed.